Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2011 and suture was used. The needle broke at the swage during knotted suturing under skin. The needle fragment was retrieved with no adverse consequence to the pt.